Event description:
The sales rep reported on behalf of the customer that the retractor had broken. No adverse consequences nor delay to surgery reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.